Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# :617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that there was a cracked top case (under tube holder and handle), battery door, broken right case plunger (on the side) and contamination was present in case top and bottom. During infusion test, motor rate error message alarmed; the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. There were multiple old (worn out) motor and drive train components. Replaced motor and drive train assembly. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.